Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003; 4193 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the device battery depleted prematurely. The device was removed and a new device was implanted. It was also reported the right ventricular lead had high threshold. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.